Event description:
It was reported that there was a motor rate error primary audible alarm post clutch error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection observed that the right plunger case was cracked. During flow testing, the primary audible alarm was verified. Motor rate and check clutch could not be verified after flow and occlusion testing. The root cause of the reported issue was found to be the c9 cap was loose on the interconnect board causing the primary audible alarm post error. Alter checking alarm event history log noticed the clutch was released during an infusion causing the check clutch error. Could not repeat motor rate error. Replaced interconnect board for primary audible alarm post error. Updated motor mount, worm coupling, gear and changed teflon washers with a delrin one, changed for as a preventative measure for motor rate error. Also, changed clutch half's left and right with leadscrew and spring as a preventative measure for check clutch error. No product information has been provided to date.